Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer administered manual injections to address bg level. Reportedly, the customer had an alternate pump for insulin therapy.